Manufacturer narrative:
The event date is an unknown date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set, an external fluid leak occurred at the level of the dialysate line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. The visual inspection of the provided pictures revealed that the dialysate pump segment was disconnected from the support plate on one side. The reported condition was verified. The cause of the condition was determined to be a lack of solvent applied during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.